Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified and 90% stenosed mid right coronary artery. Pre-dilatation was performed with a 2.5 x 15 mm unspecified balloon catheter. A 3.0 x 18 mm xience xpedition stent delivery system (sds) was being advanced to the lesion but it could not cross due to the anatomy so the sds was removed. There was resistance with the anatomy when advancing and removing the sds. A new 2.75 x 18 mm xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.